Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag for peritoneal dialysis (pd). Dianeal pd2 ultrabag therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with garamycin (80mg route and frequency not reported), vancomycin (2gram-ip, frequency not reported) and heparin (2000 units unit each bag-ip). The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.